Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ controller 2.0, serial #: (B)(4) / model #: 1420 / catalog #: 1420 / expiration date: 2018-08-31, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-08-31. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a "red alarm" and had a double power disconnect on their primary controller. The patient switched to the backup controller. It was further reported that the patient arrived to the emergency room with one power source disconnected and bent pins on the power port of the backup controller. Upon later inspection, bent pins were observed on the power port of the primary controller. The controllers were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: two controllers were not returned for evaluation. Analysis of the log files associated with (B)(4) revealed a controller power up event on (B)(6) 2019, at 09:00:22. The data point prior to the loss of power revealed that (B)(4) was connected to power port one with 66% relative state of charge (rsoc) and (B)(4) was connected to power port two with 66% rsoc. The data point recorded after the loss of power revealed that there was no power source connected to power port one and (B)(4) was connected to power port two. The controller was without power for 10 seconds. Additionally, review of (B)(4) alarm log file revealed several vad disconnect alarms logged on 07/feb/2019, starting at 09:19:43, indicating physical disconnections of the driveline from the controller. Analysis of the log files associated with (B)(4) revealed one vad disconnect alarm on (B)(6) 2019, at 09:21:24. Vad disconnect alarms are a high priority alarm which cause the alarm indicator on the controller's front panel to flash red. Additionally, following a controller power up, the led indicator for both power sources and the controller alarm indicator will flash red for a brief moment. As a result, the reported loss of power and "red alarm" events were confirmed. The reported bent pin events could not be confirmed due to insufficient evidence. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the vad disconnect alarms can be attributed to physical disconnections of the driveline from the controllers. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported bent pins can be attributed to misalignments between the power ports and battery output connectors. An internal investigation was initiated to capture events involving the controller losing power. Additional products: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.